Event description:
This account alleges that the siderail will not function. Due to a broken weld, resulting in an inability of the siderail to latch.

Manufacturer narrative:
The technician replaced the siderail, which resolved the issue. The device operates as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing it retrospective review of events for reportability. This effort will continue until we are current.